Event description:
It was reported that during follow up, increased capture threshold was observed. Externalized conductors were observed via fluoroscopy. The lead remains implanted. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.